Manufacturer narrative:
Clinician stated that lodi implants failed to osseointegrate. Patient has high density bone. The implants were immediately loaded. The clinician did not provide the following information: amount of torque used on abutment and implant; whether primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unknown. The implants' lot history records were reviewed; any discrepancies or issues of non-conformances were successfully resolved prior to the release of the parts. Implants were manufactured to specifications. No further action is required. See scanned page.

Event description:
Lodi implant failed to osseointegrate.